Event description:
A malfunction alarm was reported by the customer, identified with malfunction code 12. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the customer with resetting the pump, but after the call was disconnected, attempts to follow up were unsuccessful as there was no answer and a voicemail was left.